Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog®. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly, customer turned pump back on, and a pump reset alarm declared. Blood glucose level rose to 498 (mg/dl). Customer experienced diabetic ketoacidosis and vomiting. The customer administered a manual injection and was then transported by ambulance to the emergency room where customer was treated with intravenous(IV) insulin. Fourteen hours later the customer was admitted to the hospital and treated with additional IV insulin, potassium, magnesium, and other fluids to resolve the issue. Customer was discharge (B)(6) 2019 with no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy. Review of pump history by tandem technical support confirmed that a pump reset occurred on (B)(6) 2019. Pump was not turned back on and used for insulin therapy until (B)(6) 2019.